Event description:
The customer reported that the device would no longer open during the procedure. A small amount of tissue was cut in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.